Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: the balloon ruptured during the procedure. The surgeon removed the device from the cavity and confirmed the outer balloon had no missing part. The surgeon also confirmed the inner balloon was broken and 2 small broken pieces were retrieved. After that, a large piece was found in the cavity and also retrieved. A new device was opened to complete the procedure. No bleeding, no tissue damage, pt is under observation, operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).